Event description:
Related manufacturing reference number: 2017865-2022-17142. It was reported that the patient presented for a follow-up in clinic. A chest x-ray (cxr) discovered both the right ventricular (rv) and right atrial (ra) leads were dislodged. Failure to capture and failure to sense on both leads were a direct consequence of the dislodgement. The patient was asymptomatic. Both the ra and rv leads were explanted and replaced. The patient was stable throughout the procedure.